Event description:
It was reported that: "the end caps would not screw into t2 tibial nail."

Manufacturer narrative:
The device remains implanted. No evaluation will be performed. If additional information becomes available, it will be reported on a supplemental report. The three end caps are as follows: 1822-0010s lot k983326, 1822-0005s lot k128241, 1822-0006s lot k495937.